Manufacturer narrative:
Concomitant medical products: 4296-78, lead, implanted: (B)(6) 2014; dtma1d1, ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high impedance spike on the rv coil. The lead alert was reset. The lead remains in use. No patient complications have been reported as a result of this event.